Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's device "doesn't work anymore". When the patient checked the ins they saw a power-on-reset (por) message on the programmer. The code meaning was reviewed and the patient was redirected to their healthcare provider to further address the issue. It was noted they had an upcoming appointment on (B)(6) 2021. There were no patient symptoms or further complications reported at this time.